Manufacturer narrative:
Equipment involved in this incident was not reserved nor returned, therefore no firm conclusions can be drawn. In situ observation was conducted, including an audit of usage in two floors of the facility. Based on the report that the system did not alarm, the most likely cause of the failure was that the monitor fell asleep due to transmitter being removed from communication distance with the monitor; when this occurs, and after a supervision alarm is cleared, the system will enter sleep mode after 10 minutes and can be awoken by pressing the reset button. Sleep mode functionality is described in user materials, and the guide instructs the user as follows: "check that the transmitter is switched on and that the status led on the monitor flashes green for at least 1 second when the reset button is pressed, or the status led flashes green for 0.5 seconds once per minute to indicate that it is monitoring the person." Device not quarantined for return.

Event description:
From user facility medwatch form: "patient was found on the floor. Bed check did not alarm. Patient suffered no harm from fall."